Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that stimulation felt like turning on and off. The patient complained of changes in stimulation with positional changes. There were no external factors that contributed to the issue. Impedances showed multiple configurations >10000 and the physician performed an x-ray and found the right lead moved down half a vertebra body. It was noted that stimulation was on 24 hours a day and reprogramming was done around the high electrodes to regain coverage in the back and legs. The patient stated that the stimulation was no longer turning on and off. The issue was resolved at the time of the report. The indications for use were failed back syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.